Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. The pump had a cracked case on the display window corners, minor scratches on the lcd window, a cracked reservoir tube lip, a cracked belt clip slot, and cracked battery tube threads. No moisture damage was noted on the motor assembly or electronic assembly.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was unknown. The customer reported possible moisture exposure to their insulin pump. The customer reported their insulin pump would heat up and cause moisture exposure in the past. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.